Manufacturer narrative:
Awaiting return of product from health care facility. Once received, it will be sent to the MFR for eval.

Event description:
Plate broke in pt; reason for breakage unk. Surgery was performed to explant and implant new plate on (B)(6) 2011. Pt's long term health was not compromised.